Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient has pocket stimulation with ventricular pacing. The ventricular polarity is set to unipolar. Two ventricular leads are tied together with an adaptor in this patient. The atrial lead impedance for both bipolar and unipolar was high and there was no capture. The leads remain in use but a replacement is planned for the atrial lead. No patient complications have been reported as a result of this event.